Event description:
Consumer began using product in 2009, and is presently using product with menses the following month. She states that pieces of tampon are being discharged during her current menstrual period and that she is suffering from headaches, cramps and diarrhea, for which she is seeking medical advice. Pt is taking tylenol for headaches.

Manufacturer narrative:
This closes out this report unless add'l, significant info is rec'd. Report sent to FDA on 10/23/2009.